Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2019. Patient's mother reported patient sought medical intervention on (B)(6) 2019 regarding a skin reaction that included infection, hardness, redness at the insertion site. Patient's doctor prescribed flucloxacillin as medical treatment. Savlon plaster was placed over skin reaction site. At the time of contact, patient's skin was clearing up. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.